Manufacturer narrative:
The technician found the ground plug was loose. The technician replaced the power cord to resolve the issue.

Event description:
Technician alleged the ground resistance is too high on the bed. No pt impact.